Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully.